Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 7 fr pvs device. He met with resistance on deployment. Backdown also met with resistance. Deployment was attempted a second time. One needle presented and the other was retrieved with the device. The pt went to successful manual compression and was discharged the following day without sequelae. Reports from the field indicated that the pt had a very scarred groin from several previous angioplasties. It was felt in the field that scar tissue interfered with tissue capture and deflected one needle outside of the barrel.